Event description:
It was reported that during a prostate procedure, the fiber tip detached/the glass cap began to rotate independently the metal cap at 46,355 joules of use. The procedure was completed using a second fiber. Outcome: "no patient injury."

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone at the bevel. The fiber proximal to the fracture was found to rotate independently of the metal cap. Severe burnt detritus on the metal cap, severe devitrification of the glass cap at the output window and damage to the distal end of the flow tube was also observed the identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode, the fiber issues may also result in a forward-fiting condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure.